Event description:
During the procedure the shaft of this device reportedly broke into two pieces. The incident occcurred at the end of the procedure. The pt is reported as fine and the device is being returned for co's analysis.